Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away at home while on hospice. No additional information was available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the patient's outcome could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2020 at home while on hospice care. The account communicated that the patient had clinically declined and requested to be discharged home on hospice during the most recent hospital admission. The patient's outcome was not considered device-related. The device operated as expected and the account communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015 via customer order (B)(4) . The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.